Event description:
Pt in cardiac cath lab for heart code. Pt on heparin drip. Heparin to be discontinued. Clamp did not completely close. Pt received 250cc of heparin. Pt given protamin 4 units of packed red blood cells and 4 units of platelets. Pt returned to ICU and expired several hours later. It is not known if event is related to death as family declined an autopsy.